Manufacturer narrative:
The insulin pump was unable to verify failed battery alarm and low battery alarm due to no button response . The insulin pump was received no button response (act) due to corroded keypad traces, minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked lcd window and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump received failed battery alarm. The customer¿s blood glucose level was 137 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.